Event description:
The customer contacted baxter's service center regarding a check heater line alarm which occurred on the home choice (hc) during use during fill 1. The hp stated that after the alarm, they disconnected the heater bag and connected a new one to the hc. The technical service representative (tsr) informed the hp that when starting over with new supplies that all solution bags and the cassette needed to be changed out. The tsr had the hp end therapy and start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the home patient on (B)(4) 2012. She stated that after starting over with new supplies, therapy went well. She did not notice anything unusual about her supplies. There were no samples available and she did not know the lot number. She did not talk to her nurse about the user error, but she knew now to change out all supplies. Therapy since has been going well and there were no adverse effects reported in relation to this event. Bps contacted the registered nurse on (B)(4) 2012. She stated that the patient had not contacted her about the event. This writer explained the patient's user error, and the nurse would speak with the patient. The patient's therapy has been going well since and there were no adverse effects reported.

Manufacturer narrative:
(B)(4). This complaint for a report of 'use error, reuse of a single-use product' was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.